Manufacturer narrative:
The same is not available for evaluation. A review of the device history records could not be performed as a lot number for this incident was not provided. If additional info is received, a supplemental report will be submitted. Conclusion: without a sample, a root cause for this incident could not be identified. (B)(4).

Event description:
The patient reported that after using the castile towelette from the bd vacutainer urine collection c&s cup kit, she developed an allergic reaction in her genitourinary area. The pt is treating the affected area with nystatin cream prescribed by a physician and is also washing the affected area with vinegar and water to relieve her symptoms.